Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: the battery cap was not returned with the pump, so a test cap was used for investigation. The pump powered in with a test battery cap. The battery compartment was cracked and the threads were damaged. There was evidence of moisture contamination observed inside the compartment and the crack was confirmed with the leak test. There was evidence of additional moisture contamination observed inside the pump when the cover was removed. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.